Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was administering too much insulin. The customer experienced several low blood glucose levels. When her blood glucose level dropped below the threshold, the backlight did not turn on. In one instance the customer went into convulsions because her blood glucose level dropped fast. Her blood glucose levels were around 30 mg/dl and 40 mg/dl. She treated her blood glucose level with glucose sticks. She noticed that her blood glucose level was low only during correction boluses. The correction bolus was incorrect. The device was not returned.